Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the bone cement was very fluid and stayed sticky the whole processing time. The cement was stored uncooled (22 degrees celsius), the surgery temperature was 20 degrees celsius. The surgery was finished with the same product.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. However, reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The review of the device manufacturing quality record indicates that 330 products optipac 60 refobacine bone cement r-3, reference 4711500396-3, lot number 837aa09245 were manufactured on october 01, 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaints have been recorded for optipac 60 refobacine bone cement r-3, reference 4711500396-3, lot number 837aa09245 on the reported event within one year. An investigation has been performed, consisting of a documentary review and a reserve sample analysis. The documentary review showed that product was manufactured according to the pre-defined specifications of biomet france. The reserve sample analysis did not show any unusual behavior during mixing, handling or setting. According to available data, the exact root cause can¿t be determined. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the bone cement was very fluid and stayed sticky the whole processing time. The cement was stored uncooled, the surgery temperature was 20 degrees celsius. The surgery was finished with the same product. No adverse events have been reported as a result of the malfunction.